Event description:
(B)(4). Initially, it was reported that an attorney alleged that a pt presented for "re-insertion" of an scs generator (which is assumed to mean replacement of reporting MFR stimulator with competitor stimulator). The surgery also involved replacement of the leads (presumably replacement of reporting MFR leads with competitor leads). The attorney alleged that the surgery was performed, and caused quadriplegia to the pt. The devices were removed, but not returned to the MFR for analysis. Add'l info rec'd on 10/08/2010 clarified that the pt's resultant quadriparesis from the revision surgery performed on (B)(6) 2004, was due to an inadvertent piercing of the spinal cord by one of the stimulator devices. The pt developed weakness and sensory changes in all extremities, and had numbness around her perineum which was accompanied by urinary retention. The revision surgery was conducted in regards to the pt having discomfort with sitting secondary to placement of the device in her right upper buttock, as well as cosmetic issues. The pt had a history of a work-related injury in 2001 which resulted in left carpal tunnel syndrome, and left cubital tunnel syndrome. The pt later underwent decompressive surgeries, but developed reflex sympathetic dystrophy. A physical/neuro exam on (B)(6) 2004 noted a slightly distended abdomen. The neurologic portion of the exam indicated the pt's strength over all was greater on her right side in both the upper and lower extremities. In addition, her left lower extremity was stronger than her left upper extremity. On (B)(6) 2004, the pt underwent bilateral t2 through t3 laminectomies, microscopic intradural exploration, excision of spinal stimulator lead, repair of csf leak, and removal of the spinal stimulator device. The pt was started on steroids post-op. A post-op MRI of the cervical spine on (B)(6) 2004 revealed that there was slight enhancement of the meninges of the lower and mid-cervical region posteriorly. This was seen on a gadolinium enhanced picture. There was no report of cord enlargement, enhancement, compression lesion, significant disk herniation, or stenosis. Postoperatively she was in moderately significant pain, and remained on ms-contin (15 mg t.i.d.) As well as pt-controlled analgesia. An electrocardiogram performed (B)(6) 2004 showed normal sinus rhythm without significant st or t wave changes. On (B)(6) 2004, it was noted per progress notes that physical therapy was being conducted with emphasis on intrinsic/fine motor strengthening and coordination. It was further indicated on (B)(6) 2004 that the pt's neuro exam remained unchanged regarding quadriparesis, and pain was being controlled with her "current regimen". The pt was discharged on (B)(6) 2004 to a rehabilitation unit to continue physical therapy. On (B)(6) 2004, the pt was discharged home with the recommendation of outpatient therapy, physical therapy five times per week, and occupational therapy three times per week for power wheelchair eval. It was noted that the pt had done reasonably well during the course of acute rehabilitation. The neuropsychologist reported that the pt was cognitively intact. The pt transferred with moderate assistance, and was able to ambulate for two steps. She is still not able to propel manual wheelchair, and therefore a power wheelchair was recommended for mobility. An occupational therapist determined that the pt required minimal assistance for upper and lower extremity dressing, however, feeding and bathing required maximal assistance. The pt complained of hypersensitivity to water. It was observed that the pt's right hand was functional, as she was able to hold an object. The pt did not seem to be in any distress regarding her pain complaints. The pt was discharged with the following medications: bactrim ds, baclofen (10 mg po t.i.d.), celexa (20mg qhs), ducolax suppository (1 q day pm), colace (100mg b.i.d.), duragesic (75mcg q 3 day), lasix (40mg q day), lidodem patch (5% q day), protonix (40 mg q day), k-dur (20 mcq q day), valproic acid elixir (400 mg qhs), and norco 7.5 mg (one to po q 4 pm).

Manufacturer narrative:
(B)(4).